Manufacturer narrative:
At this time, the device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and 8 therapy shocks due to an episode of atrial fibrillation (af) with rapid ventricular response that lead to ventricular tachycardia (vt). The event lead to therapy exhaustion. The patient's rhythm recovered on its own shortly after exhaustion. A health care professional (hcp) confirmed an ablation was performed on the patient. The ICD was reprogrammed and currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient received additional anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response. The clinic contacted boston scientific technical services (ts) and it was noted that the cardiac resynchronization therapy defibrillator (crt-d) had been programmed to pace and sense in the ventricle only. Ts discussed that they would need to make additional programming changes to the system to mitigate therapy for af. The crt-d remains in service and no adverse patient effects were reported.